Event description:
Customer reported no reactivity with vra128 and a patient sample with a known anti-kell. The initial antibody screen was positive (1+) with cell 3. The customer then tested the sample against vra128 and stated that no reactivity was observed. This report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
Ortho clinical diagnostics (ocd) performed retained testing. Satisfactory results were observed.